Event description:
It was reported that stent dislodgement occurred. A 4.00x28mm promus premier¿ stent was advanced to treat the lesion. During removal of the device into the non-bsc guide catheter for additional predilatation, it was noted that the stent was detached from the balloon of the delivery system. The stent was retrieved into the guide catheter and both devices were removed. The procedure was the completed by another device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis inside the guide catheter. A visual examination of the crimped stent found the proximal end of the crimped stent was severely damaged, distorted, bunched distally and lifted upwards from the stent profile. The distal portion of the stent was also damaged and had moved distally out over the distal markerband and device tip. On initial analysis, the balloon cone profiles were reviewed and no issues were apparent with the overall balloon profile. The balloon wings appeared tightly wrapped and evenly folded which signifies that the balloon was not subjected to a positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon and the presence of highly pronounced crimp pillowing would suggest that the balloon did not receive any significant positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the device shaft. A visual and tactile examination found no issues with the hypotube shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the stent became detached from balloon when trying to remove for additional predilation and was unable to retrieve stent into guide catheter. The direction for use states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur¿. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x28mm promus premier stent was advanced to treat the lesion. During removal of the device into the non-bsc guide catheter for additional predilatation, it was noted that the stent was detached from the balloon of the delivery system. The stent was retrieved into the guide catheter and both devices were removed. The procedure was the completed by another device. No patient complications were reported and the patient's status was good.